Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. To resolve the reported issue, the suction tubing was re-routed to remove the kink allowing the suction to function correctly. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that suction is not working correctly. There was no report of patient involvement.